Event description:
It was reported that the physician was shaping the tip of the diagnostic catheter for use when it broke into two pieces. This occurred at the distal transition of the catheter. The product was not used. No pt injury was associated with the event.

Manufacturer narrative:
All corrective/preventive actions identified relating to this product malfunction have been completed and implemented by adam spence europe ltd.